Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the reported symptom could not be replicated. The gearbox was contaminated with graphite and cracks on the sensor. The gearbox and sensor were replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer originally reported spinning cam. Per follow up conversation on (B)(6) 2017, the customer stated that every time they put on a set and select feed to distribute feed, the pump spins on a small scale and does both feeding and flushing.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit failed spinning. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.